Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incarcerated hernia repair procedure on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015, the patient developed a small seroma and hematoma which was confirmed via CT scan. The mesh was removed and drains were placed. The event was resolved on (B)(6) 2015. No additional information is available.